Event description:
Pt reported she removed the infusion device to do jogging and when she attempted to restart it, the device rang and the display showed the caption "battery empty". Pt stated there wasn't any error or alarm that normally appeared. Pt reported she changed the battery several times with different branded batteries but the infusion device wouldn't start. Verified with the pt that the batteries were inserted the correct way. Pt stated the infusion device didn't signal a w2 (battery low) alarm but only gave the e2 (battery empty) alert. Pt reported after the e2 alarm, the infusion device didn't start. Pt stated she is now going to the hospital in order to have an alternative therapy. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.